Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be related to use of the product. One 4 fr s/l groshong nxt clearvue catheter attached to its two-piece connector was returned for evaluation. An initial visual observation of the returned catheter showed use residues along the devices. A stabilization device with a sticky pad was returned attached to the suture wing section of the two-piece connector. A longitudinal split was observed at the 40 cm depth marker. The split appeared pinched. A tactile evaluation of the catheter shaft revealed little tensile weakness along the catheter shaft. A functional test of attempting to infuse water into the catheter distal to the split using a 12 ml syringe and a proximal groshong connector revealed the catheter was patent to infusion distal to the split. A microscopic observation of the split in the catheter showed a granular fracture surface and sharp fracture edges. Circumferentially aligned damage was also observed at the split site. The damage and split appeared to be caused by kinking of the catheter followed by over pressurization of the catheter leading to a burst. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that no infusion running - leaking noticed when the device was flushed pre-infusion - total 10mls normal saline flush. Pain in the arm when flushed. There were no other symptoms. The fracture was a partial fracture. Catheter removed and patient declined a new catheter. There was not a delay in treatment. Patient has recovered without residual effects.